Event description:
The lower module of a dual drive console stopped working. The lower module was supporting the right side (rvad) when it quit. The ctr reported air escaping from the back of driver at the connection, the pneumatic cable ws securely in place, the pt's rvad was changed to a backup ddc. The left side (lvad) remained on original ddc(bottom module).